Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Analysis found no ventricular sense amplitude on egms. Bench testing found that other device functions were normal. The reported anomaly was likely caused by an anomalous component within the hybrid circuit.

Event description:
This report is to advise of an event observed during analysis.